Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the carbon dioxide (co2) value was shown as 29 on the blood parameter monitor (bpm) but the actual value was determined to be 50. Even after the gas condition was changed and the sensor was changed, the issue remained. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.